Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: during investigation, there was moisture observed in the battery compartment. Pump does not power when test cap is tightened. Unable to test steps 5 thru 11, 13, 21, 35 due to moisture.unrelated to the original complaint, the battery compartment is cracked from threads to case seal along grip pad causing leak. Cartridge compartment is cracked at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.